Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. A siemens service engineer inspected the system and determined the system works as specified. Therefore, a root cause could not be determined. The manufacturer is not considering further actions resulting from this event.

Manufacturer narrative:
The system was checked by a siemens service engineer and found to be operating within specifications. No system malfunction was reported.

Event description:
It was reported to siemens that during a lumbar spine procedure, the patient was positioned prone with arms on the arm boards. During c-arm rotation, the side of the c-arm came into contact with the patients hand on the arm board. A slight crease mark was observed on the patients hand. No medical treatment was needed and there is no report of impact to the state of health of the patient involved.